Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that at a recent follow up appointment, three controlled and synchronous shocks were delivered between 1.1 and 41 joules to assess the integrity of the lead. All three shocks were delivered successfully with normal shock impedances between 30 and 50 ohms. However, rv pacing impedances were noted to be consistently above 2000 ohms during the follow up. At this time, no further remedial action will be taken and the physician will continue to monitor the lead. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that for the past 7 months, chronic high pacing impedances were noted on this right ventricular lead via latitude red alerts. Memory dump analysis noted that highest pacing impedance level recorded was 2333 ohms. As no noise was recorded on the lead and all sensing and threshold levels were normal, the physician continued to monitor the lead with no action required. However, a high shock impedance alert of greater than 125 ohms was also detected on this lead in addition to the chronic pacing impedance issue. A follow up will be performed in the near future to test the integrity of the lead with no further remedial action taken at this time. No adverse patient effects or issues with therapy delivery were reported.